Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. Customer reported that they received failed battery alert. Customer reported that they got low battery and bad battery and insulin pump was back on and it kept turning on and off. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.